Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented in respiratory failure and unresponsive to the emergency room.  It was noted that the right ventricular (rv) lead exhibited some undersensing of ventricular fibrillation (vf) episodes that resulted in delayed detection and treatment of the vf rhythm.  Additionally, it was noted that the rv lead had previously triggered a warning for low impedance.  It was noted that the there was evidence of rv lead intermittent undersensing and t-wave oversensing (twos) as a result of the small/fine morphology of the ventricular complexes and not indicative of a lead issue. Additionally, there were times the ventricular rate was below the single zone vf detection interval.  The rv lead remains in use.  It was also reported that the right atrial (ra) lead exhibited undersensing on atrial tachycardia/atrial fibrillation (af) episodes. The ra lead remains in use.  No further patient complications have been reported as a result of this event.